Event description:
The following information was received from (B)(4) and is a report from india from a field co-ordinator of peritonitis in a patient coincident with (B)(4) dianeal pd-2 singlebag (lot number 1109038). The patient experienced peritonitis on (B)(6) 2012. The event outcome was reported as unknown. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.